Event description:
Manufacturer reference number: 2017865-2021-31887. Manufacturer reference number: 2017865-2021-31888. It was reported that the patient developed pocket infection and swelling was noted on the pocket. The patient's entire system including pacemaker and leads were extracted and replaced. There were no patient consequences before, during and after the procedure.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.